Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6(a), d9, h3, h6. Clarification d6(a): removed partial implant date "2007" and reported "no information" as the device was manufactured in nov/2007 and therefore the partial implant date can not be determined. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening. Observed an opening assessed as surgical damage. A missing piece of shell is assessed as inconclusive. As per the investigation procedures non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported rupture. This record is for the left side. The device was explanted and replaced.

Event description:
Healthcare professional reported rupture. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.